Manufacturer narrative:
Evaluation, method: a visual inspection and communication test were completed. Functional testing including an autotest, a pulse load test were also completed. The device history sterilization records were reviewed. Results: the header was clear and undamaged but there were scratches on the front of the can and dents near the header on the front and rear sides. The rear of the can also showed worn-through parylene. Communication with the ipg was successful although the warning "ipg battery low" was seen. The autostate was passed while the pulse load test indicated that the battery was near depletion. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the complaint about end of life was confirmed. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2005, the pt was implanted with an scs system. On (B)(6) 2009, the doctor replaced the pt's ipg. There was no longer communication with the device.